Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer had a sensor issues. Customer had put the sensor in a clear spot and an hour later noticed the blood at the site. Customer put a compression on it and a few hours later the bleeding continued. Customer went to emergency room to get the bleeding to stop. Customer's blood glucose was unknown. Customer stated the she was able to stop bleeding prior but about three hours later it started again. She then went to urgent care and they switched the sensor site to stop bleeding. The sensor is not returning for analysis.